Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette not attached error. There was unknown patient involvement.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device was missing the battery door. Functional testing performed. Could not confirm customer complaint of "cassette not attached" error. Probable cause unknown. Tested pump with last device settings per nda (no disposable attached) test. Replaced battery door. Confirmed repair with visual inspection and functional testing per pvt (product verification testing). The service history review identified there was no indication that the complaint was related to a service of the device within the review period.